Manufacturer narrative:
As of today no additional information has been received. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this device was unable to be interrogated. Multiple attempts to trouble-shoot were not successful in resolving the interrogation issue. A magnet response was able to be elicited. The device is to be explanted at a later, unspecified date. The patient required less than one percent pacing. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. The device data insufficient to obtain battery status and the device had no telemetry therefore a memory download could not be performed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The pg case was removed and the battery voltage measured 2.875 volts. The telemetry coil was intact and measured normal. High power visual inspection of the telemetry components and the hybrid noted no irregularities. A known good telemetry coil was piggybacked onto the telemetry coil and no telemetry was noted. The telemetry coil nest was removed. A substitute telemetry coil was soldered into place on the hybrid. The hybrid still had no telemetry. External power was inadvertently lost and re-applied. Telemetry operations were then normal following this reset. The memory was lost and new firmware was loaded into the memory. The device was left externally powered overnight and telemetry operations were still normal the next day. The cause of the no telemetry could not be determined as the device operated normally following a reset.

Event description:
Subsequently the device was explanted. The device is to be returned for analysis.